Event description:
Healthcare professional reported after 3 years, the pressure increased. Revision surgery was done to address high iop, and that is when the physician found the stent was blocked due to xen®45 gts dissolved partially after 3 years of implant. The device has been explanted.

Manufacturer narrative:
Article citation: widder, r alexander, et al. "Intraocular degradation of xen45 gel stent three years after its implantation." Journal of glaucoma, september 2019, page 1-11, doi:10.1097/ijg.0000000000001364. The reported events of fibrosis, gel stent blockage, and inflammation/irritation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling.

Event description:
Reported events of scar tissues, red eyes for 6 months, no aqueous humor flow, 1 mm of the stent was cut and xen45 gel stent and was prescribed with topical steroid was noted to be removed three years after its implantation due to intraocular degradation were noted in the article: "intraocular degradation of xen45 gel stent three years after its implantation."

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding the event, product, and patient details has been requested. No additional information is available at this time. Device labeling: precautions: the patient¿s iop should be monitored postoperatively. If the iop is not adequately maintained after surgery, a therapeutic regimen or further intervention to reduce iop should be considered.

Event description:
Healthcare professional reported after 3 years, the pressure increased. Revision surgery was done to address high iop, and that is when the physician found the stent was blocked due to xen®45 gts dissolved partially after 3 years of implant. The device has been explanted.

Event description:
Additional information reported affected eye is left eye.

Manufacturer narrative:
Device evaluation: the implant was examined under magnification and confirmed that it has been cut to two pieces by the surgeon, see photograph below. There appears to be significant damage to the longer piece which was reported to have been in the sclera. This damage is consistent with mechanical fracture seen in other similar implants and does not appear to be consistent with the complaint of ¿dissolved¿. The most likely cause for the damage is mechanical damage sustained during explant. With the limited information provided, it is not possible to determine if the implant was intact prior to explant. Despite the damage to the implant, the lumen appears to be free of foreign matter and structurally intact. The reason for performance failure of the implant is indeterminable. No anomalies were identified in the DHR review which suggests that the issue indicated in this complaint was caused by a manufacturing defect or problem. Allergan will continue to monitor the frequency of these complaints to determine if there is a trend or if this was an individual occurrence.

Event description:
Healthcare professional reported after 3 years, the pressure increased. Revision surgery was done to address high iop, and that is when the physician found the stent was blocked due to xen®45 gts dissolved partially after 3 years of implant. The device has been explanted.